Manufacturer narrative:
Medtronic received additional information that after the physician was finished suturing, he wanted to adjust the valve position. Due to the way the valve was implanted- thoracostomy, a long rotator could not be used, so the valve was rotated using a forceps which caused the leaflet to detach from the valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the thoracoscotomy implant procedure of this 29 mm mitral mechanical valve, one of the leaflets detached. As a result, the valve was removed and successfully replaced without issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed one leaflet was received with the valve for analysis. The other leaflet was intact and attached to the valve. Coaptation of the attached leaflet was tested. Using a blue actuator to test leaflet movement, the attached leaflet moved without difficulty. Both leaflets were intact with no evidence of damage such as cracks and/or surface anomalies. The returned leaflet was determined to be the right leaflet. The hinge mechanisms were intact. Normal rotation of the carbon subassembly in the sewing ring was verified. The serial number was verified. All component critical dimensions (leaflets and orifice) which should prevent the leaflet from falling out were remeasured and all were within specification. In addition, the critical valve assembly dimension, crown-to-notch, part of the design as to secure the leaflets and prevent the leaflets from falling out was remeasured. The results met design specification. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Analysis confirmed that the device met all applicable manufacturing specifications. The device serial number was verified to match the device history record. After a thorough review of the information received, it was determined that the cause of the leaflet detachment was not due to any device manufacturing/design issues. With the additional information received from the physician, the leaflet detachment was caused by a forceps used during rotation of the valve. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.